Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving compounded baclofen (2000ug/ml to 500 ug/ml at 100 ug/day, then 92, then minimum rate to 25ug/day; brand and lot # unknown by the reporter) via an implanted pump. The indication for pump use was intractable spasticity/other spasticity. On 12-apr-2016 it was reported that on (B)(6) 2016 the patient was receiving too much drug, did not like how he felt, and was nauseated. The symptom onset was sudden. The patient's dose was originally 100ug/day. It was then lowered to the lowest dose of 92ug/day in simple continuous mode with the drug concentration of 2000ug/day; they had to program the pump to minimum rate mode due to the patient's reported symptoms. Ninety-six (96) ug/day for the bridge bolus was still too much as they wanted the new dose to be 25 ug/day. Options were discussed. The caller requested the system content removal procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.